Event description:
Pt had a zenith aaa endovascular graft implanted in 2004. Procedure went as planned with no noted complications. During a subsequent follow-up exam, a proximal type I endoleak was viewed. Another MFR's stent was deployed proximally to resolve the endoleak. In addition, a chronic type ii endoleak still was evident, since initial procedure, noting no improvement was visible or thrombosis during the past 3 months. Physician decided to embolize the inferior mesenteric artery and resolve the type ii endoleak. Successful repair noted at conclusion of procedure.